Event description:
Reporter alleged obtaining discrepant blood glucose results of 467 mg/dl back to back with a result of 155 mg/dl when testing was performed 5 minutes apart on the aviva system. Reporter stated that he discovered the discrepant values when looking at the system memory while talking on the telephone to the domestic MFR. No actions were reported taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.